Manufacturer narrative:
(B)(4). The event detailed in this report involves the same surgery session and pt as FDA MDR report 9611165-2013-00073. Remedial, corrective and preventive action was taken by the healthcare professional in the original planned surgery session. The device was discarded by the healthcare professional and a back-up lens was implanted "without incident." The healthcare professional in correspondence with the rayner representative stated he puts the incident down to his own experience and has requested additional lens loading training to prevent the recurrence of the event. A date for training has been scheduled with the healthcare professional by the rayner representative. Without the ability to examine the device and without clear event details being provided a failure mode and root cause are extremely difficult to ascertain. Based on the information available and the event description of the leading becoming stuck in the injector we are able to conclude that this is consistent with a loading error. The rayner instructions for use (IFU) include the following statements "too much resistance could indicate a trapped lens" and "if the iol causes a blockage in the injector system, discard the injector."

Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a single use soft-tipped disposable injector (model: r-inj-04). The event description provided by the healthcare professional states "the second lens did not come out of the injector."